Event description:
(B)(4) clinical trial. Same case as: 2134265-2010-03755. It was reported that during a carotid stenting treatment procedure, the patient experienced hypotension. The target lesion being treated was located in the ostium of the left internal carotid. The lesion was 82% stenosed, 8.1mm in diameter and 31.4mm long. The target lesion was treated with a filterwire ez and placement of a 8x36mm carotid wallstent. Post-dilation was performed. Residual stenosis was 7%. During the procedure, the patient experienced intra-procedure hypotension. The patient was treated with medication and the event resolved without residual effect. The patient was discharged 1 day later.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).